Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that a metallic deposit was coming out of the blade the first 15s of use the patient consequence are unknown the information being submitted for this complaint are all of the details that are known/available regarding this event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to he provisseds nf 21 cfr, part 803. This report may be babed oablnformatves wgich depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. The devices were received and given to the supplier quality engineering group for evaluation. Devices were reviewed by a cross functional team consisting of r&d, design quality, and supplier quality. Devices were visually and dimensionally inspected. Scratches/gouges in a rotational, horizontal pattern on the outside of the inner blade tip and the interior of the tip on the outer blade . Chipping of blade teeth observed on inner tip device was rotated in both directions, no resistance or binding was detected dimensions selected for inspection by depuy were determined to be critical to the defect observed dimensional inspection results performed by depuy raynham lab showed the required dimensions were within the specifications all dimensional inspection measured within tolerance the supplier investigated their processes which have potential to contribute to this defect: there were no supplier ncrs addressed since may 2017 to date that may be related to product visual discrepancies detected in metal tubing that may be related to complaint reported there were no supplier ncrs addressed since may 2017 to date that may be related to product visual discrepancies detected in metal tubing that may be related to complaint reported review of process concluded there have been no changes to the grinders, to the tooling, or to the wheels as part of these operations. Additionally, there has not been any non-standard pm performed on this equipment. Further investigation is on-going (B)(4). A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with two unrelated non-conformances, therefore there is no internally assignable cause for the reported problem. This complaint can be confirmed. At this point in time no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.